Event description:
Procedure: lobectomy. Patient sex: unk. Reportedly, during the application the handle locked, then the device could not be fired anymore and some staples were not formed properly. The surgeon used another sulu and fired again, but the same thing occurred. After that, the surgeon opened another instrument and loaded it with another sulu, and then started firing. On the way of the firing, cracking sound was heard, staples were not formed and the tissue was not stapled. For a treatment of the tissue fragment, the surgeon expanded a small incision and used an open stapler.